Event description:
It was reported that: "earlier this week we had an issue where the vas cath, size 14 fr 20 cms, popped out of the white clip, it was during a prone positioning, there was no pull reported on the line, but the people present heard the line pop out, the line came out of the groove on the white clip."

Manufacturer narrative:
Qn# (B)(4). The customer provided one photo for analysis. The photo confirmed that the hub was not clipped onto the catheter. The customer also returned one acute hemodialysis catheter for analysis. Definite signs of use were observed within the returned catheter. Visual analysis revealed that the white rotating catheter wing clip was not clipped onto the catheter at the intended juncture hub location. The catheter wing was loose on the catheter body. Despite this, no obvious defects or anomalies were observed on the wing clip. The inner diameter of the white rotating wing clips measured 0.246" which is not within the specification limits of 0.228 - 0.238". However, confirmation from r & d revealed that this may occur as a result of the suture wing being forcefully removed from the juncture hub and being placed on the juncture hub for a prolonged period. The wing clip was reinserted back over the juncture hub. Once in place, the wing clip appeared fixed and could not be easily removed. Performed per IFU statement, "position suture wing around the catheter body adjacent to the venipuncture site". Manufacturing and r & d engineers were consulted regarding this complaint investigation. They indicated that wing clip separation can be caused by the application of excessive force to the catheter assembly. The customer did not provide a lot number; therefore, a device history record review was performed based upon two lot numbers taken from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit informs the user, "secure catheter to patient. Use triangular juncture hub with integral rotating suture wings as primary suture site. Precaution: do not suture directly to the outside diameter of the catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow." The customer report of a catheter migration was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the white catheter wing clip was not clipped onto the catheter at the intended juncture hub location. Excessive force may cause or contribute to the wing clip becoming separated from the catheter juncture hub. Therefore, based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: " earlier this week we had an issue where the vas cath, size 14 fr 20 cms, popped out of the white clip, it was during a prone positioning, there was no pull reported on the line, but the people present heard the line pop out, the line came out of the groove on the white clip."

Manufacturer narrative:
Qn# (B)(4). Full UDI not available as the lot# was not provided by the customer.